Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n555384, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A healthcare professional of a patient whose indication for use was non-malignant pain reported that there was a change in therapy described as a loss of stimulation on (B)(6) 2015, the patient was implanted on (B)(6) 2015. To start the patient was not feeling stimulation but later it was noted that the patient was feeling a little stimulation in the leg. Patient symptoms were not feeling stimulation/feeling very little stimulation. The patient had not checked the device with the patient programmer and did not have the ability to change stimulation; the patient only had a recharger and not a patient programmer. Further follow-up is being conducted to obtain information about troubleshooting performed, actions/interventions taken to resolve the issue and for cause. If additional information is received, a supplemental report will be submitted.